Event description:
It was reported that the patient was at school on (B)(6) 2026, when her omnipod controller was lost. The patient developed hyperglycemia accompanied by chronic pain and dizziness, prompting an emergency room visit. No specific blood glucose levels were provided. The patient was diagnosed with diabetic ketoacidosis and remained hospitalized for two days, with discharge on (B)(6) 2026. Reported treatment at the hospital included intravenous fluids and long-acting insulin (lantus). Hospital staff also adjusted the patient¿s insulin-to-carbohydrate ratio on the omnipod system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.